Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire patient experienced a full manifestation of acute territorial infarction involving the right insula and front temporoparietal lobe and an acute cortical infarction in right superior frontal gyrus. Also, the development of a mild subfal was identified on the 24h post procedure follow up brain CT imaging performed on (B)(6) 2024. In addition presence of neurological deterioration at 24 hours (12-48h) post procedure, >= 4 points worsening from baseline nihss scale was also reported. At discharge an MRI on (B)(6) 2024 noted a subacute cerebral infraction in the right mca and aca territories. It was unknown if any additional medical interventions were required to prevent permanent injury or impairment.

Event description:
Additional information received reported the patient's final post-procedure mtici score was 3; 24-hour post-procedure nihss was 19.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A query was closed and resolved by site after they rechecked the data entry and updated baseline nihss as 14 and post 24 nihss 17 by the record. So there was no over 4 points worsening.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the the physician confirmed the result were normal and there was no event with this pa tient to report. Images findings on 24 hours post-procedure and discharge crf were verified by site and data as ¿normal¿ with no new imaging findings. However, the neurological deterioration at 24 hours (12-48h) post procedure, >= 4 points worsening from baseline nihss scale was also noted.